Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that during a patient head procedure, they are seeing a small ring artifact in some of the resulting images that were not in the center of images. The customer is alleging that there is potential of misinterpretation as a result of the artifact. There was no report of misrepresentation or mistreatment, and there was no report of harm to a patient, operator, or bystander. A philips field service engineer (fse) confirmed there was no patient rescan performed.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported ring artifacts that were not in the center of the images. There was no report of misrepresentation or mistreatment, and there was no report of harm to a patient, operator, or bystander. The fse confirmed there was no patient rescan performed. A prior occurrence of this issue is addressed in a separate complaint. On (B)(4) 2015, the fse performed a phantom calibration and an air calibration and released the system to the customer for clinical use. No data or images were collected for evaluation. On (B)(6) 2015, following the third occurrence, the fse performed a phantom calibration and an air calibration to resolve the issue. The fse confirmed no raw data of the issue was available and images were collected for evaluation by CT engineering. CT engineering examined the images provided but was unable to determine the cause of this issue. However, on 18-feb-2016, the fse confirmed that there has been no recurrence of this issue since (B)(6) 2015. CT engineering determined this event to have acceptable risk.